Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Torn up the inside of lip [lip injury], part of the brush bit has come loose exposing a metal pin that has just torn up the inside of my lip - oral-b brushhead [injury associated with device], part of the brush bit has come loose exposing a metal pin - oral-b brushhead [device breakage]. Case description: report source: spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that he had just brushed his teeth with an oral-b dual action brushhead, and part of the brush bit had come loose exposing a metal pin that had just torn up the inside of his lip. The case outcome was not recovered/ not resolved. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.